Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. An attached photo shows the bottom of the device (the serial number is not visible). The plunger was advanced over the lens to mid-nozzle with the lens still in the loading area. This may indicate the plunger was advanced too rapidly. The trailing haptic appears broken and located still in the plunger groove. We cannot confirm if the device is adequately filled with viscoelastic without a physical sample evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during surgery, the pre-filled lens injection process failed; the plunger did not drag the lens into the nozzle. The surgery was completed using another lens.